Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an unknown cartridge alarm occurred. A replacement pump was sent to the customer to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.